Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(4). The device history record and previous repair record for zimmer electric dermatome serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 9 july 2019, it was reported that a dermatome had poor power. The customer returned a zimmer electric dermatome serial number (B)(6) for evaluation. Evaluation of the device on 17 october 2019 noted that the device was out of calibration at the zero setting only, but the device ran within motor speed specifications. The four returned width plates were damaged at the harvesting sight and the head was dinged and dent all over, while the control bar was nicked in several spots. At the time of the investigation, repair on the device has been approved by the customer; however, no repair has been performed. The device was tested and inspected. The technician was unable to reproduce the reported event during evaluation of the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device had poor power. The event occurred before surgery. There was no harm and delay in the event. No adverse events were reported as a result of this malfunction.